Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and small atrium. A steerable guide catheter (sgc) was passed through the septum. However, an echocardiogram revealed a blood clot around the sheath near the atrial septum. The sgc was pulled toward the right atrium and the clot attached to the sgc. Warfarin was administered to treat the thrombus. The thrombus was dissolved by the medication. The sgc was removed from the patient and the procedure was discontinued. The mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as known possible complication associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as warfarin was administered to treat the thrombus. There is no indication of a product issue with respect to manufacture, design, or labeling.